Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a continuous glucose monitor reading low, stated they could not hear low alarms on the ilet, treated the event with multiple bottles of soda, and ended the call after expressing dissatisfaction; the event was associated with a brief cgm sensor issue and user education on hypoglycemia management was provided, and oral glucose was used for treatment. Symptoms included hypoglycemia. Outcomes included minor injury or illness and serious injury or illness, as well as unexpected medical intervention in the form of medication or carbohydrate treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device component, with insufficient information regarding a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.